Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The reported sheath/guide break was observed as a kinked sheath. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage, kinked sheath and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the heavily tortuous left common femoral artery was attempted with a proglide device, using the pre-close technique, via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after device insertion, there was no bleed back from the proglide marker lumen. The proglide device was removed and a fracture was noted where the sheath meets the guide, the device was still in one piece. There was no tissue damage to the artery. Because of the heavy tortuosity of the artery the physician chose to do a cutdown for procedure access. The evar procedure was completed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.